Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/17/2016 with the following findings: during testing, the battery compartment was observed to be cracked. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.